Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery. The customer¿s blood glucose value was 13.7 mmol/l. The customer did not experience any symptoms as a result of high blood glucose. The customer self treated for high blood glucose level by entering fake values. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because customer used sensor glucose and delivered several bolus after each other and the bolus amount calculated was under 1 iu. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. The customer alleged high bg's and possible under delivery anomaly. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. No under delivery anomaly noted. The following were noted during visual inspection: scratched display window cover, scratched case, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date in the formatted history file. On 01/05/2022 01:39:29.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 22000 (2.2 u). Bolus amount delivered: 22000 (2.2 u). On 01/05/2022 08:14:22.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 16000 (1.6 u). Bolusamountdelivered: 16000 (1.6 u) on 01/05/2022 08:46:47.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 33000 (3.3 u). Bolus amount delivered: 33000 (3.3 u). On 01/05/2022 09:21:13.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 16000 (1.6 u). Bolus amount delivered: 16000 (1.6 u). 01/05/2022 10:39:59.000 normalbolusdelivered (220) bolus programming method: cl1 glucose correction plus foodb olus (8). Normal bolus amount programmed: 21000 (2.1 u). Bolus amount delivered: 21000 (2.1 u). On 01/05/2022 12:54:14.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 23000 (2.3 u). Bolus amount delivered: 23000 (2.3 u). On 01/05/2022 13:56:53.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 54000 (5.4 u). Bolus amount delivered: 54000 (5.4 u). On 01/05/2022 15:27:45.000 normal bolus delivered (220). Bolus programming method: cl1 glucose correction plus food bolus (8). Normal bolus amount programmed: 24000 (2.4 u). Bolus amount delivered: 24000 (2.4 u). On 01/05/2022 16:11:21.000 normal bolus delivered (220). Normal bolus amount programmed: 23000 (2.3 u). Bolus amount delivered: 23000 (2.3 u). The pump passed the functional testing. Unable to confirm alleged high bg's. The customer alleged possible under delivery anomaly was not confirmed. . This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.